Event description:
New information indicates the lead was capped and replaced on (B)(6) 2014, during a routine generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a lead was undersensing. No changes were made and the patient was monitored.